Event description:
It was reported that an alert was received on this implantable cardioverter defibrillator (ICD) due to heart failure index crossed the alert threshold. The presenting electrogram (egm) shows an undersensed ventricular beat. The current ventricular sensitivity is programmed to automatic gain control (agc) 0.6mv (millivolts). Trending shows the intrinsic amplitude range between 11.1mv and 23.4mv. The battery status is normal. Further review was recommended. The device and lead remain in service. No adverse patient effects were reported.